Event description:
Vns pt was hospitalized due to breakthrough seizures. It was reported that the pt was "in status", but they had only had 3 seizures since being admitted. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. There have been no medication changes that may have contributed to the seizure episodes and the pt is reportedly very compliant with their drug regimen. The pt is wheelchair-bound and it was reported that there is a new headrest on their wheelchair which puts the pt's head in a different position than their old headrest. Pre-vns seizure frequency is documented as being between 11-30 seizures per month. The pt was scheduled for an eeg and treating physicians were considering increasing programmed parameters if no other cause is found for the increase in seizure activity. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.